Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device returned from bench repair, unrepaired. The device is still experiencing the battery not recognized issue as earlier reported. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. The j2 has bent pins 1 and 2 on the returned battery pca. The available information is consistent with a malfunction of the battery pca. Philips cannot rule out a malfunction of the battery pca as the cause was not determined to be caused by use outside normal and expected. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.